Manufacturer narrative:
Device analysis conclusion: the oad and guide wire were received at csi for analysis. Visual examination revealed the guide wire was fractured at the distal end of the core shaft. Although field staff stated the fragment of the wire was returned, it could not be located in the return packaging. There was no other damage observed with the guide wire. The fractured section and oad tip bushing were sent for scanning electron microscopy analysis. The analysis showed the guide wire fractured due to ductile torsional damage. Radiopaque particles were present within the tip bushing of the oad. It is hypothesized that the spinning driveshaft made contact with the spring tip, thereby causing the fracture. This may have occurred when glideassist mode was activated with the brake open, as reported to csi in the original account of the events. The diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "do not to come within 5mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis investigation, the reported guide wire fracture was confirmed, but the root cause could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional information was requested regarding the patient's demographics, but the facility declined to provide it. Csi ID: (B)(4).

Event description:
A viperwire guide wire and orbital atherectomy device were selected for treatment of lesions in the right coronary (rca), circumflex (cx), and left anterior descending (lad) arteries. The rca lesion was a chronic total occlusion. Right groin access was gained with a 6fr guide catheter, and placement was very difficult due to iliac in stent restenosis and calcification in that area. Difficulty was also experienced during advancement of another guide catheter for access to the lad lesion. A balloon was advanced through the lad lesion, and wire exchange was performed for viperwire placement. Difficulty was experienced in advancing the oad through the guide catheter. When the crown was eventually advanced outside the guide catheter, glideassist (ga) was activated. The brake was in the up position when ga was activated, and the oad retracted back into the guide catheter. The physician commented that the wire felt as though it was spinning more than expected. The physician then attempted to remove the oad from the patient, and then noticed that the guide wire had also retracted into the guide catheter. The wire began to fracture and become twisted. The wire and oad were removed together. The wire did not completely fracture until after removal from the patient; it fractured into two pieces ex vivo. Angioplasty and stent placement were performed without further issue.